Event description:
It was reported screw of the device was ¿not working.¿ the device was explanted and replaced by another device. Following the replacement, the device was effective for the patient¿s symptoms. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Analysis of the implantable neurostimulator found that the setscrew was backed out too far.

Manufacturer narrative:
(B)(4)